Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. The report alleged that the patient was implanted with a bard flat mesh on (B)(6) 2007. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: it is alleged on (B)(6) 2007 the patient was implanted with a bard flat mesh during an unspecified pelvic procedure. Attorney report alleges permanent injury, nerve damage, pain and suffering additional medical and surgical intervention, defective mesh.